Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had chemotherapy and advance end stage of chronic lymphocytic leukemia. The patient was admitted for congestive heart failure with diuresis. The patient was treated by the oncology service and all possible treatment exhausted. Patient condition steadily deteriorated and patient expired. There is no known allegation from a health professional that suggests the death was related to the device.